Event description:
The patient's catheter was revised due to a "blockage". The patient reported that she had only received "1/2 a cc" of medication over the past six weeks. Following the catheter revision, the patient experienced an overdose and "turned blue". The patient's daughter had to perform CPR to bring her back. The patient was seen in the emergency room. The pump was not checked while in the emergency room; however, the ER staff had spoken with the implanting physician. The patient indicated that the dose was cut in half at the refill on (B) (6) 2010. The patient's status was reported as "good". On (B) (6) 2010, the physician's office reported that the patient no longer wanted to use the pump following the experience after the catheter revision. The pump had been turned off and was no longer delivering medication. It was unknown if the pump had been filled with saline. The device system was used to deliver morphine (37.5 mg/ml), dilaudid (3.2 mg/ml), fentanyl (15 mcg/ml), bupivacaine (1.1 mg/ml), and compounded baclofen (.11 mg/ml).

Manufacturer narrative:
(B) (4).